Event description:
A customer contacted beckman coulter inc., (bec) and stated they noticed that their coulter act diff 2 analyzer leaked about 2 ml from the bath area onto the counter after the instrument sat idle and following sample and control runs earlier in the morning that were not impacted by the leak. The customer was wearing gloves, glasses, and a lab coat when she noticed the leak. There was no contact with skin, mucous membranes, or open wounds. The msds is on-site but was not reviewed. There is a risk management plan in place. No patient samples were affected. There was no change in patient treatment.

Manufacturer narrative:
Cts (customer technical support) advised the customer to check the bath area. The customer stated the bath area was wet but none of the baths were filled to the top and the vacuum isolator chamber was empty. Cts also had the customer check the right hand compartment for leaks but they stated there were no visible leaks. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the baths were overflowed and replaced the waste pump to resolve this issue. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was waste pump. (B)(4).